Manufacturer narrative:
No device was returned for evaluation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 02650; 0001822565 - 2019 - 02651. UDI# - (B)(4). Concomitant associated device(s)- 00840009400 articulation kit, lot: 63369895, di# (B)(4); 00840002507 ulnar compnt, lot: 63158778, di# (B)(4); 00840004410 humeral compnt, lot 63213288, di# (B)(4). Report source - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to implant loosening. No further information is available at the time of this reporting.